Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime/delivery, self-test and no delivery tests. No unexpected signal too low error alarm noted during testing. Unit was received with unexpected restart error alarm after battery change and settings have been reset to the factory default due to broken solder joint on interface board. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported of receiving an unexpected restart alarm and a signal too low alarm. Customer's blood glucose was 341 mg/dl, which was treated with manual injection. Customer programmed a bolus into the air and it was recorded in bolus history. Customer was going to see healthcare professional regarding insulin pump setting. Customer was advised that insulin pump would need to be replaced.